Manufacturer narrative:
(B)(4). Manufacture date: january 3, 2017 ¿ january 4, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified with a small volume intermate that was filled with meropenem 600mg in 100ml sodium chloride 0.9%. The infusion took 45 minutes to infuse instead of the expected 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.